Manufacturer narrative:
Product event summary #o2 scan issue. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding an imaging system. It was reported that as soon as the 3d image was acquired, the mobile viewing station (mvs) failed to show the newly scanned "tc" and as a consequence no exam transferred to the navigation system. There was no patient present.

Manufacturer narrative:
Information was received that the site discarded the part, therefore no analysis is possible. If information is provided in the future, a supplemental report will be issued.